Event description:
Procedure type: low anterior resection. According to the reporter: customer reports that after the stapler was fired, the staple line fell apart. The staples were not formed correctly and the staple line was incomplete. The device did cut the tissue and the donuts were complete. The anvil was tilted for removal and there was some resistance noted. There was no tissue lock, the device was able to be removed from tissue. In order to correct the problem the surgeon had to resect, restaple and hand sew. Surgical time was delayed by 2 hours and there were no adverse events as a result of the delay. There was unanticipated tissue loss and damage. Nothing fell into the patients cavity. No reinforcement material was used. There was no blood loss of 500cc or more. The patient was stable and recovering; expected to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).